Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the two (2) driving cap/threaded and two (2) threaded hammer guide connector were broken. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) threaded hammer guide connector. This is report 2 of 4 for (B)(4).